Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned spcb flextome mr- 4.00mm/1.5cm/140cm-ous device. The device was received with balloon protector covering the balloon. The balloon protector was partially removed with 5 mm proximal section of balloon visible. The balloon protector was could not be removed during analysis. A complete break was identified at the port bond. The device was returned in two separate sections. A visual and microscopic examination identified no issues with the extrusion shaft which could potentially have contributed to the break. Shaft break most likely occurred due to excessive force that could have been applied on the delivery system during preparation. A visual and tactile examination of the hypotube identified no kinks or damage. No other issues were identified during the product analysis.

Event description:
It was reported that shaft separation has occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, the shaft got separated during an attempt to remove the balloon cover. No patient complications were reported. Patient was good post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that shaft separation has occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, the shaft got separated during an attempt to remove the balloon cover. No patient complications were reported. Patient was good post procedure.